Event description:
It was reported a revision surgery due to patella loosening. The surgeon decided it is not a product failure and product cannot be returned.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. The following are the results of our investigation: the associated complaint device was not returned. The clinical/medical team concluded, it was reported a revision surgery was performed due to loosening. However, it was reported no clinical information will be provided for inclusion in this medical investigation. Per the detail page, the surgeon decided it was not a product failure, nor will the product return. Without the product or the requested clinical information, the root cause of the loosening cannot be determined. The further impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.